Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Operating system: 18.3. Hardware: iphone14.6. Cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient reports after administering boluses their blood glucose level had nor decreased. Upon removal of the pod their was a puddle of insulin and the cannula was found to be bent. Treatment information has not been provided. The patient was in the hospital for 2 days.